Event description:
It was reported to philips that the ECG connector is faulty. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the ECG connector is faulty, however it was determined through investigation that the reported problem was not on a heartstart mrx device. The reported issue was opened under the correct device and this record has been determined to be non-reportable for heartstart mrx. Child records will be cancelled. H3 other text : call opened in error, failure was not with a heartstart mrx device.

Event description:
It was reported to philips that the ECG connector is faulty, however it was determined through investigation that the reported problem was not on a heartstart mrx device. The reported issue was opened under the correct device and this record has been determined to be non-reportable for heartstart mrx. Child records will be cancelled.

Manufacturer narrative:
It was reported to philips that the ECG connector is faulty, however it was determined through investigation that the reported problem was not on a heartstart mrx device. The reported issue was opened under the incorrect device and this record has been determined to be not related to a heartstart mrx device therefore child records will be cancelled. H3 other text : call opened in error, failure was not with a heartstart mrx device.